Manufacturer narrative:
Device is a combination product. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that catheter entrapment and shaft break occurred. The target lesion was located in a coronary artery. A 3.00 x 24 synergy ii drug-eluting stent was selected for use to treat the lesion. However, during introduction the device became stuck on the wire outside the patient's body. Subsequently, as the device was attempted to be pulled off the wire, the shaft broke. The procedure was completed with another of the same device. No patient complications were reported.